Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact had inadvertently entered a food bolus versus a correction bolus. Tandem technical support (cts) confirmed via bolus history that the contact's bolus had been completed. Customer's blood glucose was 303 mg/dl. Contact also reported that the customer's blood glucose (bg) was elevated (value not provided) earlier in the day. Contact declined to provide further information and declined cts's offer to troubleshoot.